Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to the need for frequent charging. The device was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.